Event description:
Portacath inserted and had been receiving chemotherapy through it. Months later, the patient presented for chemo and when staff accessed the port, old blood was noted. Pt reported neck pain. The patient was immediately sent for dye studies which showed a portion lodged in the right atrium. The patient then was taken to interventional radiology where it was removed without difficulty.